Event description:
It was reported that the patient (B)(6);s device could not be interrogated despite all troubleshooting steps being tried and multiple programming systems being used. Implant depth was discussed but that was ruled out as the generator can be palpated. Additional information received stating that the patient can still feel stimulation, there has been no reported adverse events and nothing unusual has occurred for the patient since having the generator implanted. The device history records for the generator were reviewed. The generator passed all specifications, including quality control inspection, and showed no non-conformities, prior to its release into the field for distribution. No other relevant information has been received to date.

Manufacturer narrative:
Livanova USA, inc. Submits this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation, based on information that livanova has obtained, but may not have been able to investigate or verify prior to the date the report was required by the FDA. This report does not constitute an admission, or a conclusion by FDA or anyone else, that the device, livanova, or livanova's employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects¿ or "malfunctions¿. These words are incorporated into the FDA 3500a medwatch form by the FDA, and livanova objects to their use.

Event description:
Further details received noting that after the reset the generator could not be interrogated and the error message that was received was "generator not found". It was also noted that the patient has not been exposed to any electromagnetic interference.

Event description:
Additional information received noting that even after preforming an intentional generator reset, the patient's device still cannot be interrogated. But the patient reports that they can feel stimulation. Nothing unusual has occurred to date for the patient and no intervention has been taken or planned.